Event description:
It was reported that in the intensive care unit during the insertion of the catheter over the swg, at approx 4cm from the tip, the physician noticed an "obstacle" preventing the catheter to continue. As a result, both the catheter and swg were removed as one, and a new kit was opened. A delay was reported, however, there was no death or complications to the pt. A second puncture was done in the pt's femoral without issue to the pt as they were unconscious. The pt was reported "fine".

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.